Manufacturer narrative:
Based on the claim against the product by the customer noting a broken/loose wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the conductor wire insulation. The wire insulation was damaged on its surface. The conductor wire showed no exposed internal wires. The instrument passed an electrical continuity test. The instrument was also found to have a dislodged conductor wire. A segment of the conductor wire sticking out from the inner grip. A loop of wire is sticking out such that the wire protrudes above the outer surface of one of the grips. Failure analysis also found additional observation not reported by site: the instrument was found to have indentations on the edge of the distal force amp distal pulley. As a result, the conductor wire was pinched and damaged its surface. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: failure analysis found damage to the conductor wire insulation. The damaged conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing the instrument force bipolar had broken or loose cable. There was no patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.